Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis found that as received, a complete lead was returned in one piece clogged with blood/tissue. Upon x-ray inspection, the lead did not find any anomalies. The helix could be extended and retracted after cleaning and applying torque directly to the connector pin. The full helix extension length was measured within specification. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Upon visual inspection of the lead, no anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.